Manufacturer narrative:
An event of positioning issues, non-uniform expansion and heart block during the procedure was reported. Based on all available information, the heart block appears to be related to procedural conditions. A cause for the reported positioning issues and non-uniform expansion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 31 october 2023, a 21mm navitor valve was selected for implant using large flexnav delivery system. Ting beneath the aortic annular plane in the interventricular septum. During the procedure, balloon aortic valvuloplasty (bav) was done and 2 resheaths was performed due to non uniform expansion of the left coronary cusp (lcc). During the second attempt to implant the device, the patient developed a left bundle branch block requiring a micra pacer implant. The device was finally implanted with a depth of 4mm. The patient is stable,